Event description:
Risk had received a call the other day stating that the anesthesia ventilator malfunctioned again while being used on a pt. That report had a medwatch completed. During the investigation, risk found out that the arkon anesthesia spacelabs machines had over 100 reports filed with our biomed dept concerning these machines during the time period of (B)(6) 2014 till (B)(6) 2016. These reports varied from the ventilation, monitoring, calibration, etc. Risk was told each report was reported to the company and a rep came out to check the machines. Looking at the report run by biomed, some of these machines malfunctioned while in use, but anesthesia was present to maintain pt safety. This is being reported for pt safety concerns. A list of the reported complaints will be attached.